Manufacturer narrative:
Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed customer complaint. The fse pulled drpta and checked for error codes. The fse observed battery voltage did not rise sufficiently and current recorded was low. The fse replaced and installed the battery (charged up to over 16v) to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The removed battery assembly was returned to the failure investigation lab (fi). A visual inspection of the battery assembly revealed no evidence of damage or contamination. The fi technician installed the battery assembly into a fi ventilator to attempt to duplicate the reported issue. The returned battery assembly was tested, and the customer complaint was verified. Returned battery has no output and cannot be charged.

Event description:
It was reported to philips by a customer that the unit battery isn't charging and the led doesn't illuminate. Further information regarding patient intervention or actions taken is currently pending additional correspondence with the institutional clinicians.